Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2021 after a visit to the emergency room. Blood glucose at the time of event was 400 plus mg/dl. Customer treated for high blood glucose with intra venous drip and manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.